Event description:
It was reported that the ventilator failed flow transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and log files were not provided. Our fse was on-site to investigate the reported issue further and found out that the o2 gas module was defective and required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).